Event description:
It was reported that during insertion into the pt's femoral vein, they experienced difficulty with the spring wire guide (swg). As a result, it was removed intact and they noticed it was frayed. A second kit was opened. No reported pt complications, no pt injury or death. Delay in therapy unk. Reference MDR #1036844-2010-00335 for the second event and MDR #1036844-2010-00336 for the third event involving the same pt.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.